Event description:
The customer reported after she completed maintenance, she ran calibration and qc. She received an error message indicating "ise noise" so she repeated the calibration and performed qc which were successful. The customer then ran several patients, but noticed two patients had negative anion gaps. The customer cleaned the ise module, recalibrated, and ran qc. The calibration failed with flags and qc was out of range. Of the data provided for two patients, only the following results for one patient were discrepant. Original sodium result was 119 mmol/l with a data flag, repeat result was 135 mmol/l. Original chloride result was 123.6 mmol/l with a data flag, repeat result was 109.6 mmol/l. The original results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers were requested, but were not provided. The customer noticed bubbles in the syringes and she primed them until they were gone. She checked the pinch valve tubing and sipper syringe tubing and it looked like it was seated fine. She checked for salt bridges and there were none. When calibrating, the analyzer generated additional alarms and the qc was outside of range with error messages. The field service representative found a hole in pinch tubing. He replaced the pinch tubing, the sipper nozzle, and the sipper tubing. Calibration and qc were performed and were successful. Further investigation determined the repeat results recovered in the opposite direction from the original results. Possible causes for this type of behavior include air in the sample channel, leakage current coming from the waste, or old and/or expired reference electrode. The hole found in the pinch tubing was a reasonable root cause and actions of the field service representative were reasonable.